Manufacturer narrative:
Section h1: corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no product was returned for evaluation. Additionally, a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established. Furthermore, review of the submitted log file confirmed low flow events as well as transient elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. The submitted log file contained data from (B)(6) 2020 numerous low flow alarms were captured throughout the log file. Additionally, slight, transient elevations in pump power and flow were captured on (B)(6) 2020. A specific cause for these findings could not be conclusively determined through this evaluation. No other notable events or alarms, or significant fluctuations in pump parameters were observed. The pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information; however, no further information was provided. The relevant sections of the device history records for vad-50263 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including bleeding, right heart failure, device thrombosis, and death, that may be associated with the use of heartmate ii left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, "patient care and management" (under "pump performance monitoring"), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under "anticoagulation", also provides information on the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." This section, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline all system controller alarms as well as how to respond to each alarm condition. The patient handbook further instructs the user to call their hospital contact immediately for diagnosis and instructions in the event of a low flow hazard alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had numerous/sometimes continuous low flow alarms on (B)(6) 2020 and was later found to have gastrointestinal bleeding on (B)(6) 2020. Anticoagulation medication had been stopped since 2015, which helped control the bleeding but did not resolve it. It was also communicated that there was suspicion for pump thrombosis and the cessation of anticoagulants may have contributed to the event. The patient was known to have chronic right heart failure and was treated with home inotropes. An echocardiogram was also performed which showed a decreased left ventricular ejection fraction and markedly elevated left atrial pressures. The patient later expired on (B)(6) 2020 from cardiogenic shock secondary to biventricular failure. An autopsy was not performed, and the device was not explanted for evaluation.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having numerous low flow alarms on (B)(6) 2020 and that they developed a gastrointestinal bleed on (B)(6) 2020. Anti-coagulation medication was stopped, and the bleeding was reportedly controlled but not resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal bleeding could not conclusively be established through this evaluation. Additionally, review of the submitted log file confirmed low flow events as well as transient elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. The submitted log file contained data from (B)(6) 2020. Numerous low flow alarms were captured throughout the log file. Additionally, slight, transient elevations in pump power and flow were captured on (B)(6) 2020. A specific cause for these findings could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook, are currently available. Section 1 of the IFU, "introduction", lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, "patient care and management" (under "pump performance monitoring"), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 of the IFU, under "anticoagulation", also provides information on the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline all system controller alarms as well as how to respond to each alarm condition. The patient handbook further instructs the user to call their hospital contact immediately for diagnosis and instructions in the event of a low flow hazard alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient death and suspected thrombus was originally reported under manufacturer report number 2916596-2022-15682. Patient history of gi bleeding is reported under manufacturer report number 2916596-2023-00109. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information reported that the patient passed away on (B)(6) 2020 from cardiogenic shock due to biventricular failure. It was reported that the patient also had suspected device thrombus. It was noted that the patient had chronic right ventricular (rv) failure that required inotropes and had a history of gastrointestinal bleeding and was off anticoagulation. The patient's most recent gastrointestinal bleed had developed on (B)(6) 2020. Echocardiogram showed that the patient had left ventricular ejection fraction less than 20%, and elevated left atrial pressures.